Event description:
A malfunction alarm was reported, with the customer noting that no notable events occurred prior to the issue. The malfunction code was identified as ¿malf 0,¿ which was resettable, and customer service provided assistance with resetting the pump. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer successfully reset the pump with technical support guidance.